Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with a blood collection device. The customer reports when the phlebotomist pulled the needle out of the pt's arm, the needle came out of the device and stayed in the pt's arm. There was no harm to the pt, the needle was pulled out by hand.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.